Event description:
A malfunction was reported on the pump. There was no reported adverse impact on the customer's blood glucose level. The customer contacted technical support, who assisted in resetting the pump, and the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if any issues arose, which the customer understood and acknowledged.